Manufacturer narrative:
The pod was received with the cannula deployed. Pod download data showed that 0x14 occlusion alarm was generated. Timeouts were noted in the data. Generation of the alarm stopped the delivery of insulin. The actual cause of the reported alarm generation could not be determined. During fluid path test, fluid was found leaking through a tear on the exposed soft cannula, where the tip of the formed needle rested. It could not be conclusively determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 20.5 mmol/l (369 mg/dl) while wearing the pod between 24 and 36 hours on the leg. The patient had to removed the pod due to an occlusion alarm.